Event description:
It was reported that during a lap colectomy procedure, after firing, the anastomotic lip was bleeding (interoperational). Hemostasis was inadequate even though the washer was cut. Life-threatening, hospitalization.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.